Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with oversensing due to myopotentials on their right ventricular (rv) lead. No intervention took place at the time. Patient was in stable condition.